Manufacturer narrative:
The valve was adjustable to and stable at all pressure level settings. The outlet connector of the valve was broken off of the valve. This damage precluded all further testing. The peritoneal catheter was returned in two sections, separated by a jagged break. It met all specs for tensile strength and ultimate elongation testing. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve changed pressure level settings and the catheter migrated towards the abdomen when the pt hit his head.